Manufacturer narrative:
Device lot number corrected from 18772479 to 18794494. Device expiration date corrected from 06/18/2017 to 07/09/2017. Device manufactured date corrected from 01/13/2016 to 01/22/2016. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts towards the centre of the stent profile bunched and overlapping. The proximal struts moved 6mm in a distal direction on the balloon body. Stent moved distally over the distal markerband. The product stent protector was not returned for analysis with the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x32 synergy drug-eluting stent was selected for use. However, during preparation when the stent was removed from the protective sheath, it was noted that the middle part of the stent had been deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x32 synergy drug-eluting stent was selected for use. However, during preparation when the stent was removed from the protective sheath, it was noted that the middle part of the stent had been deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.